Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during a left internal carotid artery stenting procedure, during stent deployment, the patient began showing signs of a stroke. The event was thought to be a reperfusion injury and was treated with solu-cortef intravenously. MRI was negative for embolic event, but did confirm injury. Patient is improving and remains hospitalized. Although requested, there was no additional information provided.